Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, a ventilator service required code was observed in the downloaded event log. Peeling of the foam of air inlet path was confirmed and it is assumed to be the cause for the reported event. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for low inspiratory pressure and a peeling of the foam of air inlet path was noted. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customers complaint was confirmed. The sound abatement material for the air inlet path assembly was found to be delaminated and causing resistance to the blower intake. The device's air inlet path assembly was replaced to address the issue. The device was cleaned and tested and passed all final testing. The air inlet path assembly was returned to the manufacturer's product investigation laboratory (pil) for additional testing. The pil technician confirmed the loose foam around the blower inlet. There was no foam particulates observed.